Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the p-waves were slightly varied on the right atrial lead. Chest x-ray performed on (B)(6) 2019 revealed right atrial lead dislodgement. The physician repositioned the lead on (B)(6) 2019. The patient was in stable condition.